Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the device was giving a high impedance reading for the high voltage lead when in the pocket. All other measurements were stable and normal. The connection of the lead into the device was checked and it was secure. A new device was then placed and connected to the lead. All measurements with the new device were perfect. The first device was not used and the second device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).